Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced hypoglycemia approximately 30 minutes in duration after being elevated most of the day, with current glucose measured at 76 mg/dl following treatment with oral glucose tablets. Symptoms included low blood glucose. Outcomes included self-treatment with oral glucose and resolution without alarms, alerts, or hospitalization. Investigation included structured troubleshooting and education regarding early adaptation, target settings, weight settings, insulin type, recent fill tubing while disconnected, bg run mode status, exercise, meal announcements, cgm calibration, medication changes, and date/time settings. Investigation of this case revealed that the event occurred during the initial learning phase with a preceding high glucose, which is consistent with algorithmic overcorrection risk during early adaptation; no device alarms were reported and humalog was in use. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with early adaptation and potential algorithmic overcorrection. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.